Event description:
The manufacturer received information alleging a "service required" alarm condition occurred. There was no harm or injury reported. The trilogy evo was sent to a third-party service center for evaluation. During the evaluation of the device at the third-party service center, a "service required" code was found in the ventilator's downloaded error log. The customer complaint was reproduced. Evalution notes: device air pressure failure, contamination in blower and machine flow damage and contamination were found. Error codes e-0019, e-0022, e-0023, e-0024, e-0041, e-0042, e-0050, e-0063, e-0108, e-0136, e-0137, e-0139, e-0191, 0192, e-0233, e-0307, e-0350, e-0353 and e-0359 were all noted in the error log . The following parts were replaced due to contamination or cosmetic issues 1135214, rp- trilogy evo blower assembly - contaminated 1135215, rp - trilogy evo blower bello ws seal - contaminated (1 piece) 1135216, rp - trilogy blower mount (10 pk) - contaminated (4 pieces)1135223, rp - trilogy evo internal battery door - cracks1135232, rp - trilogy evo base assembly - damage1135249, rp - trilogy evo machine flow sensor - contaminated1135257, rp - trilogy evo muffler assembly - contaminated1135260, rp - trilogy evo air inlet foam filter - missing 1140097, rp - trilogy evo tubing-system pca - contaminated1140101, rp -trilogy evo tubing-low flow o2 - contaminated serial number label needs to be replaced.